Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed during a gastrostomy placement procedure. The exact procedure date is unknown; however, it was reported that the device was placed approximately 6 months ago. According to the complainant, during the removal of the device on (B)(6) 2019, the internal bolster detached inside the patient's body. Reportedly, there was some resistance met when the device was being removed from the patient. The detached bolster was retrieved using an endoscope. The procedure was completed with the different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed during a gastrostomy placement procedure. The exact procedure date is unknown; however, it was reported that the device was placed approximately 6 months ago. According to the complainant, during the removal of the device on (B)(6), 2019, the internal bolster detached inside the patient's body. Reportedly, there was some resistance met when the device was being removed from the patient. The detached bolster was retrieved using an endoscope. The procedure was completed with the different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. Initial reporter facility name: (B)(6). Initial reporter city: (B)(6). Device codes: problem code 2907 captures the reportable event of internal bolster detached. Visual examination of the returned device revealed that heavy residues were present on the device indicating use and handling. The returned bolster was found to be separated from the device. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The inner diameter of the bolster presented marks where material was attached to tubing. It appeared that the internal bolster was securely molded to the tubing during manufacturing. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred due the handling of the product by the user, causing the bond between the tubing and bolster fail. Therefore, it was concluded that the investigation conclusion code of this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.